Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Provider states left upper support is bent. Provider states left calf pad is cracked. Also, right calf pad hardware/plate is broken and the calf pad is missing on right. MDR filed.